Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative stating that the instruments were bent and the tracker would not verify and the driver was visually bent and not tried.

Manufacturer narrative:
The tacker was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned fighter had tool marks around the head of the attachment screw. The hex head was nicked up but still functional. Otherwise, with markers attached and fully seated, the fighter returns a good geometry error with normal tracking. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique identifier was not available at the time of reporting. No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had a damaged black suretrak and 5.5 tap. No patient was present at the time of the event.